Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room (ER) (B)(6) 2026 due to hyperglycemia caused by the kinked cannula. The insertion site was abdomen. The blood glucose level was 424 mg/dl and the patient was treated with intravenous (IV) fluids, insulin from the pump and injections. Patient found positive for ketones. Patient is stayed in emergency room (ER) for four hours and released on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.